Event description:
The customer reported that the pump has an error 28. Technical error 28 (keyboard) triggers an alarms and stops the pump. The device was received and the investigation confirmed the reported error 28. The error was caused by a non-functional "off" key. The issue was resolved by replacing the upper housing w/ keypad. During flowrate testing, the pump under-infused which required re-calibrating the flowrate and after re-testing the flowrate the pump functions as intended. All equipment has been cleaned and post repair tested pump per the quality control checklist. After repair, the device was found to meet specification.